Event description:
User received multiple pt samples with high bicarbonate results which were lower when repeated on another modular system at the customer site. Only the following pt example was provided and determined to be discrepant. Initial result generated from a 5 ml gold top sst tube gave 44 mmol per l accompanied by data flags, (h) high and >rept flag. This result was called to the ER. The same sample was repeated on another modular system at the customer site resulting at 32 mmol per l which was called to the physician in the ER. User did not think the pt was adversely affected by the erroneous result reported, because the correction was only a half hour later, and the doctor said second result made more sense. User said they did not report results from the other pt samples.

Manufacturer narrative:
The technical support specialist sent customer a different reagent lot of bicarbonate to troubleshoot, which customer installed on another c501, not this analyzer. The field service rep determined the cause to be instrument contamination, and performed decontamination. Calibration and controls were run by customer to verify analyzer performance.